Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low profile implantable port, groshong single lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low profile implantable port, groshong single lumen, 8f products are identified in d2 and g4. Additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. B1, b2, b5, g3, h1, h6 (patient, device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using a titanium low profile port. On (B)(6) 2026, it was alleged that the catheter fractured completely and exhibited leakage following the procedure. Extravasation was also identified, along with an absence of blood return. The patient reportedly experienced pain. Subsequently, the catheter was removed and replaced. The patient's current clinical status is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low profile implantable port, groshong single lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low profile implantable port, groshong single lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the titanium low profile port. On (B)(6) 2026, post the procedure, the catheter was allegedly fractured. The catheter was removed and replaced. There was no reported patient injury.